Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the during balloon angioplasty to treat an asymptomatic cerebral infarction of the right internal carotid artery (ica), dissection occurred. The physician deployed a stent in response to the event and the procedure was completed. The patient had a modified rankin scale (mrs) of 4 prior and post procedure. The patient was discharged approximately 13 days post procedure.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel dissection is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the during balloon angioplasty to treat an asymptomatic cerebral infarction of the right internal carotid artery (ica), dissection occurred. The physician deployed a stent in response to the event and the procedure was completed. The patient had a modified rankin scale (mrs) of 4 prior and post procedure. The patient was discharged approximately 13 days post procedure.